Event description:
The customer observed falsely depressed architect thyroid stimulating hormone (tsh) results for one patient. The results were not reported out. The patient sample was a short sample and hemolyzed. The customer redrew the patient and the results matched initial result. The following data provided: sid (B)(6) processed on (B)(6) 2022 initial result = 1.19, repeat processed on (B)(6) 2022= 0.0481 / 0.0198, another architect = 0.9051. Repeat result = 1.1497 on sample collected at 13.34 on (B)(6) 2023. Repeat result = 1.3498 on sample collected at 06:35 on (B)(6) 2023. Repeat result = 1.4439 on sample collected at 05:45 on (B)(6) 2023. Tsh patient normal range (0.46-4.88) uiu/ml no impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely depressed architect tsh results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket and trending review did not identify any trends for the complaint lot. Device history record review did not identify any non-conformances or deviations with the complaint lot and issue. Historical performance was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect tsh reagent lot 45298ud00 was identified.